Event description:
The pt reportedly developed a skin flap infection at the implant site. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar the analysis results found that the device was received in good visual condition and with the ancillary trocar tip damaged. The device was received with the breakaway washer present, uncut and the device was fully loaded with staples, indicating that the device had not been fired. A new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass, the device was pulled and the blue ancillary trocar had a crack at the tip and they could not insert the suture through the end. Another device was pulled for the case and worked fine. Bleeding occurred after a different device was fired, but no transfusion was given. An endocutter was pulled and fired eight times to complete the case. There was no patient consequence.